Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The left ventricular lead also had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.